Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl, and his blood glucose was treated with manual injections. The caller experienced nausea, urination, and excessive thirst. Troubleshooting was performed. Troubleshooting was performed. The time and date were incorrect. The customer stated that the health care professional believes the insulin pump was not functioning properly. Advised the customer that the device would be replaced. No further information was provided.